Event description:
No blood glucose levels reported. The mother of the customer reported that the insulin pump would shut down during priming. The mother of the customer also reported that the insulin pump has had sudden power downs during battery changes. The mother of the customer also reported that most of the buttons of the insulin pump were unresponsive and were sticking. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).